Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst commented the lead was returned with the helix partly retracted and considerable tissue on helix, photo taken. Removed with alcohol, found helix is stretched out of specification, and will not completely retract into the sleeve head. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was attempted to be implanted. The physician experienced difficulty with placement and was unable to get good measurement results. Upon attempting to remove the lead, the helix would not retract. The lead was eventually removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.